Manufacturer narrative:
No complaint received with the return of the device: ¿no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in three pieces. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 36.9 ¿ 37.0 cm from the pin consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.